Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that magnetic resonance imaging (MRI) tech stated the patient had a pump with drug currently in it but it was "not working" because something was malfunctioning. The hcp stated that after talking with the physician, she knew it was scheduled to be replaced but the patient was having an MRI prior to that. The hcp asked if the patient needed it checked after the scan. Technical services asked if the pump had been permanently shut down and the hcp could not confirm. Technical services stated since limited information was known, the patient should follow up with pump managing physician after the scan.

Manufacturer narrative:
H11: note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the healthcare provider reported that the pump was not malfunctioning.